Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector prior to insertion twice . At the time of the event, his blood glucose level was 187 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.